Manufacturer narrative:
Please note that the product analysis and complaint conclusion were modified to include the DHR review as the product lot number was received. When the first coil, an orbit rdfl 5x15 complex fill, was implanted into the anterior communicating artery aneurysm the coil was stretched. An ev3 balloon and snare was used to capture the coil, but only a little was captured and discarded. This was discarded. Over one half of the coil was still implanted in the body of the patient. All devices were then changed and noncordis microvention devices were used to complete the procedure. There was no reported flow restriction as a result. The physician then changed to a microvention device to complete the procedure. The patient was reported to have experienced right-sided paralysis post-procedure. The procedure was elective. The patient was not symptomatic. The access site for the procedure was the right femoral artery. The saccular aneurysm size was: height 6 mm; width 5 mm; length; 3 mm; and neck 3 mm. The neck to sac ratio was 50%. Neck re-modeling was not used. A microvention headways microcatheter was used for the procedure. An adequate/continuous flush was maintained at all times. The microcatheter was re-shaped prior to use with a shaping mandrel. There was no reported resistance/friction between the guidewire and the microcatheter or at any time during advancement of the coil. It was reported that there was no resistance when the coil was advanced/repositioned/withdrawn. The microcatheter was not repositioned while the coil was deployed out of the distal end. There were no bends or kinks noted in the microcatheter. An additional narrative received indicated: the procedure went well when the physician used mc and gw to build the channel. The framing was good as well after the physician implanted the first coil dcs trufill orbit coil. Then he kept moving the delivery wire, finding a loop in the parent artery after framing two loops, and therefore withdrawing the delivery wire to adjust. At that time, the physician found that the delivery wire's mark was moving while the coil wasn't, implying it was stretched. Then he kept withdrawing the delivery wire, confirming it was stretched and hoping to drag the coil out slowly. In the process of dragging it out, the coil was broken. And then the physician used ev3 balloon and snare, as well as microvention coil to finish the operation. The product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer and no damages were found on them. The embolic coil was not received for evaluation. The gripper was inspected under microscope and no damages were found on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as 'coil - separated in patient and unraveled/stretched' could not be evaluated. The cause of the kinks on hypotube could not be conclusive determinate however these defects could not be related to the manufacturing process. Procedural factors appear to have contributed to this failure. Inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. No definitive conclusion can be made regarding the reported stretching of the coil with removal of only part of the coil and post procedure paralysis. It is possible that extra manipulation required due to the neck to sac ratio without neck remodeling may have contributed to the stretching of the coil. Procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Updated with product analysis. When the first coil, an orbit rdfl 5x15 complex fill, was implanted into the anterior communicating artery aneurysm the coil was stretched. An ev3 balloon and snare was used to capture the coil, but only a little was captured and discarded. This was discarded. Over one half of the coil was still implanted in the body of the patient. All devices were then changed and noncordis microvention devices were used to complete the procedure. There was no reported flow restriction as a result. The physician then changed to a microvention device to complete the procedure. The patient was reported to have experienced right-sided paralysis post-procedure. The procedure was elective. The patient was not symptomatic. The access site for the procedure was the right femoral artery. The saccular aneurysm size was: height 6 mm; width 5 mm; length; 3 mm; and neck 3 mm. The neck to sac ratio was 50%. Neck re-modeling was not used. A microvention headways microcatheter was used for the procedure. An adequate/continuous flush was maintained at all times. The microcatheter was re-shaped prior to use with a shaping mandrel. There was no reported resistance/friction between the guidewire and the microcatheter or at any time during advancement of the coil. It was reported that there was no resistance when the coil was advanced/repositioned/withdrawn. The microcatheter was not repositioned while the coil was deployed out of the distal end. There were no bends or kinks noted in the microcatheter. An additional narrative received indicated: the procedure went well when the physician used mc and gw to build the channel. The framing was good as well after the physician implanted the first coil dcs trufill orbit coil. Then he kept moving the delivery wire, finding a loop in the parent artery after framing two loops, and therefore withdrawing the delivery wire to adjust. At that time, the physician found that the delivery wire's mark was moving while the coil wasn't, implying it was stretched. Then he kept withdrawing the delivery wire, confirming it was stretched and hoping to drag the coil out slowly. In the process of dragging it out, the coil was broken. And then the physician used ev3 balloon and snare, as well as microvention coil to finish the operation. The product was returned for inspection. Part of the coil remains in the patient and the retrieved coil section was discarded. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped without damage. The support coil and gripper were found outside of the introducer and no damages were found on them. The embolic coil was not received for evaluation. The gripper was inspected under microscope and no damages were found on it. The reported stretching and coil separation could not be evaluated since a valid lot number is not available. The cause of the kinks on hypotube could not be conclusively determined; however there is no indication that these are related to the manufacturing process. Inspections are in place to prevent this type of failures leaving from the facility. No definitive conclusion can be made regarding the reported stretching of the coil with removal of only part of the coil and post procedure paralysis. It is possible that extra manipulation required due to the neck to sac ratio without neck remodeling may have contributed to the stretching of the coil. Procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The procedure was elective. The patient was not symptomatic. The access site for the procedure was the right femoral artery. The secular aneurysm size was: height 6 mm; width 5 mm; length; 3 mm; and neck 3 mm. The neck to sac ratio was 50%. Neck re-modeling was not used. A microvention headways microcatheter was sued for the procedure. An adequate/continuous flush was maintained at all times. The microcatheter was re-shaped prior to use with a shaping mandrel. There was no reported resistance/friction between the guidewire and the microcatheter or at any time during advancement of the coil. There were no bends or kinks noted in the microcatheter. An additional narrative received indicated: the procedure went well when the physician used mc and gw to build the channel. The framing was good as well after the physician implanted the first coil dcs trufill orbit coil. Then he kept moving the delivery wire, finding a loop in the parent artery after framing two loops, and therefore withdrawing the delivery wire to adjust. At that time, the physician found that the delivery wire's mark was moving while the coil wasn't, implying it was stretched. Then he kept withdrawing the delivery wire, confirming it was stretched and hoping to drag the coil out slowly. In the process of dragging it out, the coil was broken. And then the physician used ev3 balloon and snare, as well as microvention coil to finish the operation. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coil embolization, when the physician went to implant the first trufill orbit dcs coil into the anterior communication artery aneurysm, the coil was noted to be stretched. The physician then used an ev3 balloon catheter and a snare to try to capture the coil but only captured part of the coil which was removed from the patient and discarded. Over one-half of the coil was still implanted in the patient. There was no reported flow restriction as a result. The physician then changed to a microvention device to complete the procedure. The patient was reported to have experienced right-sided paralysis post-procedure.